Event description:
A customer reported receiving erratic readings on their freestyle navigator built in blood glucose monitor. Customer reported receiving readings of 73 mg/dl and 300 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.